Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had power error alarm. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting and declined for high blood glucose. The customer treated with insulin pen and insulin pump. Customer will return device for analysis.